Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a follow up. Upon interrogation of the implantable cardioverter defibrillator, it was noted that the device exhibited intermittent loss of capture and non-sustained right ventricular oversensing episodes. The loss of capture was caused by an increase in capture thresholds of the right and left ventricular leads. The intermittent loss of capture then triggered alerts for non-sustained right ventricular oversensing episodes. Outputs for right and left ventricular leads were then reprogrammed with increased output to maintain acceptable capture threshold. The patient was reported to be in stable condition. No further incident was reported.